Manufacturer narrative:
Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc assumed that the reported event was caused by the followings; defect of the charge coupled device (ccd) unit of the device. Defect of the circuit board in the connector of the device. Defect of the video processor. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that endoscopic image did not appear when the bending section of the device was angulated. Then, olympus inspected the device at olympus service operation repair center (sorc) and the event was reproduced. There was no report of patient injury associated with this event.